Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image when connected to a certian scope model, due to a bent video connector pin. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal corrected field: d10 (the concomitant was inadvertently added in the initial medwatch should remain in blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the no image occurred due to damaged video connector terminal pin. Olympus will continue to monitor field performance for this device.